Event description:
It was reported that the pump screen was backlit only and no graphics were visible. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.